Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d214trm, implantable cardioverter defibrillator (ICD), (B)(6) 2012; 5076, implantable pacing lead, (B)(6) 2012; 4196, implantable pacing lead, (B)(6) 2012. (B)(4)

Event description:
It was reported that the device alarmed for high superior vena cava (svc) impedance. Extensive testing was conducted in the clinic and the patient's pocket was reopened and manipulated, but no noise or abnormal impedances were reproduced and there was no evidence of fracture. It was noted that the physician was able to insert the lead farther past the set screw than upon initial observation. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.